Event description:
The customer reported to olympus, the ultrasound gastrointestinal videoscope had a communication error that occurred when displaying an echo image. The issue occurred when freezing in the endoscopic ultrasound (eus) mode. The procedure was completed by replacing the ultrasonic connection cable. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation findings were as follows: due to wear of the angle wire, bending angle in the up direction did not meet standard value, the adhesive on the bending section cover was detached, had a chip and a crack, the light guide lens had a crack, the connecting tube had a scratch, the protector of the universal cord on the scope connector side had a scratch, the scope connector had a scratch, and the paint on the air/water cylinder was peeled, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, further testing concluded the likely cause of the reported event is due to a defective ultrasonic cable. However, the root cause of the damage to the ultrasonic cable could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported intermittent communication error issue could not be reproduced during the device evaluation and a root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.